Manufacturer narrative:
This report is being filed under exemption number #e2007022 which covers a 2-year retrospective review of events reported by consumers between 2005 and 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 2 unreported malfunction events for model 7428 for the above time period (all product from mhy). This total includes the event described in this report.

Event description:
The patient reported having an MRI to check for clots in his chest and since that time the stimulator has not been working. The manufacturer representative recommended contacting the physician to evaluate the device.